Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for device change out procedure due to eri. After the right atrial lead was connected to the new device and physician was sewing the pocket, noise was observed on the egm. The ra lead was capped and replaced. The patient was stable during and post procedure.